Event description:
Information was received that reported a patient had been hospitalized due to diabetic ketoacidosis. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incident.

Manufacturer narrative:
Device evaluation: the suspect was returned and evaluated. Loading, delivery and accuracy tests were performed; the device was found to pass all operational, and function test. The pump history was donwloaded, and analyzed, no anomalies were found. No operational or functional failure was detected.